Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version #: 4.2.1. F1906: imaging and navigation aborted. F1908: delay of less than one hour. F26: no patient impact. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when performing the normal workflow and going into 3d mode, the system would not be exposed. The medtronic representative (rep) backed out of 3d mode and went into 2d mode, moved the tube and the detector around, and went back into 3d. That did not resolve the issue. He then tried it again, and after a second time moving the tube around, the system would expose. The event caused a surgical delay of about 3 minutes. There was no impact on patient outcome. Additional information was received. Medtronic imaging and navigation were aborted.

Manufacturer narrative:
H2: section e updated to accurately reflect the report source for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.